Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, occlusion alarms occurred during bolus delivery. The customer's blood glucose level was 159 mg/dl. A supply change was performed to resolve the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.